Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing. When loading the pump onto the burn in rack after starting the test the pump immediately occluded and would not run the infusion. It was diagnosed as a pressure sensor error. There was -10% deviation after replacing the pressure sensor. The flow rate testing failed due to a -1% deviation, which does not meet the standard rate of +/- 4.5%. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).

Event description:
On 09/26/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the floowrate test. When loading the pump onto the burn in rack after starting the test the pump immediately occluded and would not run the infusion. It was diagnosed as a pressure sensor error and flow rate offset issue. No patient was involved.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. After consultation with the vp of medical affairs, during our MDR safety review meeting on october 31, 2024, it was determined that events involving a constant occlusion alarm when no occlusion exists are not reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).